Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide lot number patient¿s current status? Please provide procedure date.

Event description:
It was reported that a patient underwent an umbilical hernia repair procedure on (B)(6) 2020 and the mesh was used. It was reported that during surgery the mesh ripped between the 2 straps in a proceed ventral patch. A like device was opened and was used to successfully complete the case with no patient consequences. The case was delayed by five minutes.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 09/17/2020. H3 evaluation: when the sample was removed from folder for the visual inspection, the bottom was damaged since it was stuck due to body fluid. Also, a linear cut at two straps could be observed and the sample has begun with degradation process and the ring was fragmented. The foil was examined and no damage or defects were found. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached on what caused the mesh rip between the 2 straps. There is no direct evidence of use error. Additional information was requested and the following was obtained: please provide lot number: n/a. Patient¿s current status? No patient issues or complications. Please provide procedure date: (B)(6) 2020. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.